Event description:
It was reported that an intermittent malfunction alarm occurred. The customer blood glucose (bg) level was 347-384 mg/dl. Customer addressed the elevated bg by manual insulin injection. The customer went to the emergency room (ER) on (B)(6) 2023 and was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released the same day with the issue resolved and no permanent damage. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.